Event description:
It was reported that the user disconnected from the ilet for approximately one hour during a veterinary appointment, after which blood glucose rose from 144 mg/dl to a reported high of 231 mg/dl before the user reconnected and levels returned to range; no alerts or alarms were reported, and no back-up therapy or medical intervention was used. Symptoms included no acute clinical effects. Outcomes included transient hyperglycemia outside the target range with no lasting impact. Investigation included complaint intake review and user education and troubleshooting. Investigation of this case revealed no device malfunction or component failure, with hyperglycemia attributed to disconnection and cause otherwise unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.